Event description:
It was reported that the patient was having difficulty connecting the charger to the implantable pulse generator (ipg). Physical exam was done by the physician and revealed that the ipg was not flush with skin. The patient underwent a pocket revision and ipg replacement procedure. The ipg was replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2025.